Manufacturer narrative:
MFR date 05/2007. 2531779-03/24/2010-003-r. Pump was returned to animas. Evaluation revealed an out of calibration force sensor.

Event description:
Pump was returned to animas for a short load step causing a large prime volume. Investigation revealed an out of calibration force sensor. This report is being made on the evaluation results.